Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the progav 2.0 shuntsystem is permeable. Computer controlled test: to investigate a possible dysfunction of shuntsytsem. The opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position and the shuntassistant 2.0 is tested in the horizontal and vertical positions. The results show that the progav 2.0 operates within the accepted tolerances in the horizontal position. The shuntassistant 2.0 operates not within the accepted tolerances in the vertical position. An accelerated outflow of the shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the valves more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a non-adjustability of the progav 2.0 and an accelerated outflow in the shuntassistant 2.0. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx644t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was explanted because of a wound healing disorder. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years. Height: 120 centimeters. Weight: 25 kilograms. Gender: male.